Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the abdomen using four cycles of coolsculpting. The patient claimed that she had experienced lumps in the treated area. The clinic treated the small lumps by using a small applicator, and after the treatment was done, the patient explained she had not seen a difference, however she mentioned the area now appears larger and the area feels looser. It is noted that the patient may have possible paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen using the cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.